Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in ireland. It was reported that patient developed cellulitis (infection. Redness) at the insertion site (abdomen) on (B)(6) 2024. The patient was treated with flucloxacillin. No further information was available.